Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds. It was believed the threshold elevation in cardiac sarcoidosis could be a problem with the implantation site. Subsequently, a revision procedure occurred, the site was changed and re-implanted. No additional adverse effects were reported.